Event description:
It was reported that two patients experienced pins and needles type sensations in the gingival tissue after undergoing a procedure where nupro prophy paste was used. It is unknown if any intervention was required.

Manufacturer narrative:
While it is not definitively known whether the nupro used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.